Event description:
The surgeon trialed with the real component prior to cement being mixed. The component was removed without any damage, however, during implantation 2 components were damaged before switching to a keeled implant.